Event description:
Healthcare professional reported rupture right side diagnosed with MRI. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flaw opening additional observations: observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture right side diagnosed with MRI. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture right side diagnosed with MRI. Device was explanted and replaced with non abbvie product.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.